Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly on multiple occasions, and it was noted that the pump time was "off by 20 minutes". Customer had elevated blood glucose (bg) levels reaching over 400 mg/dl and trace of ketones. A manual injection was delivered to address elevated bg levels. Reportedly, customer has back up lantus and humalog as alternate insulin therapy.